Event description:
It is reported that the patient is experiencing post-operative discomfort in her knee.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Review of primary operative notes confirms patient underwent a right total knee arthroplasty due to osteoarthritis. The patellar component was found to be too thin for a tm component and therefore the component was cemented. Final implanted components were found to have good stability throughout the range of motion. Components appear to be implanted at the correct orientation and fit as per the surgical technique and do not indicate root cause. A product history search revealed no additional complaints against the related part and lot combinations. These devices are used for treatment. A definitive root cause cannot be determined with the information provided.